Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed an "ECG monitoring failure" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was not duplicated or confirmed. The evaluation could not reproduce the customer report, but it was observed in the log following significant ECG artifact. The device was subjected to full functional and ECG stress testing, which resulted in no discrepancies. The device appears to be operating as expected. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.